Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, for the chip in adhesive around objective lens, crack in adhesive around light guide lens and the gap in adhesive area between server plug in and distal end, it is likely a degradation problem led to the malfunction. For the foreign material on air water tube and cylinder, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope which is an olympus asset with no reported complaint. During the evaluation of the device, foreign material on air water tube and cylinder, chip in adhesive around objective lens, crack in adhesive around light guide lens and a gap in adhesive area between server plug in and distal end were observed. There was no patient involvement